Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A visual inspection revealed the device was returned outside of original packaging t1 is detached from the device with the suture and t2 is missing from device and packaging. The needle appears to be bent opposite of manufacturer intent and the deployment needle is twisted in the t1 pre-deployment position. The device has saline debris in multiple places. A functional evaluation revealed the device could not be functioned as intended. The deployment knob would move half of the distance required for deployment and then no longer move forward. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that during a meniscus repair surgery the fast fix t2 cannot be deployed. Smith and nephew back-up device was available to complete the surgery. No other complications or significant delay were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.